Event description:
Customer reported observing a low amount of reagent was added to well f10 when performing the ot htlv I/ii elisa using summit. No error message was generated by the instrument. An fse was dispatched and observed intermittent tip pickup with the instrument. Fse performed calibration the tip pickup and performed add'l tests to ensure the instrument's operation. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.